Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect after he was in his (B)(6). He had the "smart key function" in his pocket or hand. After getting his return symptoms and ruling out his new medications, he found his ins was off. It was later reported that he has not had any further problems with his device shutting off when he has used the smart key or (B)(6). Additional info has been requested.